Manufacturer narrative:
The occupation of the initial reporter is unknown. Ge healthcare's investigation found that the dash monitor was a dealer demo unit that was missing the writer flex circuit that connects the main cpu board to the speaker assembly. No further investigation is planned at this time.

Event description:
It was reported that there were no audible alarms during a test of the dash 3000 monitor. As a result, the speaker needed to be replaced to correct the problem. There was no report of patient involvement.